Manufacturer narrative:
Investigation summary: photo evaluation: no photo was received for evaluation. Sample evaluation: a, b and c are not applicable as no sample was returned. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance if samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by the needle. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, 11:30, when the indwelling needle was given to the patient, it was found that the steel needle at the front of the indwelling needle pierced the hose, and the indwelling needle entering the patient's skin could not be pushed in, so the indwelling needle was pulled out and the indwelling needle was replaced for operation.